Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was presented to the emergency department with increasing heart failure symptoms and an elevated lactate dehydrogenase (ldh). An echo cardiogram (echo) was performed which showed a distended left ventricular, with no size change from 8600 to 9800 and cr increasing as well. Patient is on a heparin drip and dobutamine. Additional information received advised that the patient was transferred to the implanting center. The patient had significant right sided failure and it suspected that the lvad pump is not operating as expected. They are considering transferring the patient onto another center to implant another device.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.